Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual contains verbiage for detection methods associated with reprocessing issues in ¿-inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.

Event description:
The device fault was detected before the procedure, therefore there were no adverse effects.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: updated field: b5.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clogged channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with a foreign material of an unknown origin, and foreign material of an unknown origin was found in the air / water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with a foreign material of an unknown origin, and foreign material of an unknown origin was found in the air / water channel. Additional findings include the following: the biopsy channel had a leak, the plastic distal end cover had a crack, the bending section cover adhesive was separated, the connecting tube had a sharp edge (snag) / a wrinkle, the air / water nut paint was peeled off, the suction cylinder nut paint was peeled off, the right / left / up / down knob was discolored, key top 1 had a pinhole, the universal cord had discoloration / a scratch, the up / down / left / right angulation was not to specification / had play. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.